Event description:
Could not retrieve specimen.

Manufacturer narrative:
We inserted a probe into the cannula from the distal end. Probe indicated that there was no sample, but the probe stopped right at the snare. There was bone fragment stuck in the snare indicating that the stylet was removed too early causing cortical bone to enter the needle which would not allow the bone marrow specimen to enter.